Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there were 5 occurences that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked. Patient 4 of 5. The following information was provided by the initial reporter: verbatim: the office is stating patients five bled out.

Event description:
It was reported there were (B)(4) occurences that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked. Patient 4 of 5. The following information was provided by the initial reporter: verbatim: the office is statingpatients five bled out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jul-2023. H6: investigation summary bd received (B)(4) sealed (B)(4) gauge insyte autoguard units from lot 3045584 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during inspection. Our quality engineer visually inspected the returned units but could not identify any damage or deformities. Next, a random sampling of (B)(4) units was selected for further inspection. A leak test was performed to identify any possible damage to the catheters that couldn't be detected by the naked eye but no leakage was observed. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.